Event description:
The plaintiff's attorney alleged that the pt experience a sudden cardiac arrest and subsequently expired the same day as a result of the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional information.